Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer and manufacturer's representative reported that the patient complained of an area over the battery that was warm to touch and seemed swollen. It was noted that it started a few days earlier and possibly on (B)(6) 2014 but the patient was not sure. The reporter noted that the patient was seen and that impedance tests were normal. It was noted the stimulation had not been helping the pain and that the device was reprogrammed to better capture her painful areas. The patient was instructed to follow up with the health care professional if symptoms did not improve. Relevant medical history included degenerative disc disease, herniated disc pain, and non-malignant pain.